Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer's insulin pump had battery issues. It was found the customer was receiving weak battery and low battery alerts. The customer's mother reported that they had tried many batteries but the problem persists. Troubleshooting found the customer's battery did not last for more than one week. The mother also reported a backlight anomaly that was resolved. The customer will also be receiving a replacement battery cap. Customer's blood glucose was 127 mg/dl. No additional information provided.